Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using bd vacutainer® ultratouch¿ push button blood collection set, the leur adapter broke off. No patient impact reported.

Manufacturer narrative:
The following fields have been updated with corrected and/or additional information. Device available for evaluation: yes returned to manufacturer on: 09-jan-2024 investigation summary: material #: 367364 lot/batch #: 3076366 bd received 5 samples for investigation. The samples were evaluated by functional draw testing and the indicated failure mode for luer breaking off with the incident lot was not observed as all product specifications were met. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode luer breaking off. Bd was not able to identify a root cause for the indicated failure mode.

Event description:
It was reported that while using bd vacutainer® ultratouch¿ push button blood collection set, the leur adapter broke off. No patient impact reported.

Manufacturer narrative:
The following fields were updated with corrected information: b3. Date of event: 12/07/2023.

Event description:
It was reported that while using bd vacutainer® ultratouch¿ push button blood collection set, the leur adapter broke off. No patient impact reported.